Event description:
It was reported that surgery time was extended during a humeral nail procedure. The distal end of the nail penetrated through the anterior cortex of the femur during implantation. The nail was then removed and a plate was applied. The patient's bone density was reported to be severly osteopenic.